Event description:
Hcp reported the pt presented in 06/2003 with signs of withdrawal including chills, hallucinations, intractable pain, anxiety, nausea, shakiness, and dizziness. He pt's scheduled refill date as 07/2003. The expected residual volume = the actual residual volume (2.5ml). The pt was refilled and given a bolus pt felt better for about 1 1/2 hr. And tried to sleep but then felt worsening pain. Pt went to the emergency room and was admitted overnight. The next day the pain was back to normal and pt felt fine.